Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had motor error. Customer also reported that the entire bottom plate was cracked off and motor came loose. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
Device received with broken off and missing the end cap. Device received with missing motor assembly. Device received with physical damage to electronic assy. Unable to perform any testing including the displacement test or verify motor error alarm and loose drive support disk due to missing the end cap. Device received with broken battery tube threads and cracked reservoir tube lip. The test infusion set and reservoir does lock into place.